Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that approximately half of the right portion of the pump screen display was missing. Reportedly, this display issue blocked the graphics and text on the screen. The customer's blood glucose level was 142 mg/dl. The customer would continue to use the pump for insulin therapy.